Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010, inr: 1.1, 1.9.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr 1.1, 2nd inr 1.9, mean: 1.50, sd 0.57, %cv: 37.71. Data analysis of cv% calculation from inratio comparison test data provided by end-user revealed precision criteria was not met. No product is expected to be returned. Strip lot information and patient's condition was not available. There is no sufficient information to determine the root cause of customer's test result discrepancies. Strip product and information was not available. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.